Manufacturer narrative:
The drill attachment was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and the bearings were missing the required lubricant. If lubrication is not present, heat will be generated among rotating components. Per the instructions for use, the user facility is instructed to lubricate the device every two months, or every forty sterilization cycles (whichever comes first). The device could not be repaired and was discarded.

Event description:
It was reported that during a device eval conducted at the manufacturer, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.